Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 400 mg/dl. The customer¿s incident blood glucose level was 460 mg/dl. The customer did not experience any symptoms as a result of high blood glucose level. Troubleshooting was done for high blood glucose. The customer was treated with bolus and drip for high blood glucose. The customer was wearing the insulin pump within 48 hours during the hospitalization. Based on customer report customer did not allege pump was under delivering. The customer stated that high pressure test was performed and result was no alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08660 inches. The insulin flow blocked alarm functioning properly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).